Event description:
Two patients receiving chemo experienced leaking from the port, resulting in irritation under the skin. A dye study was performed and confirmed the likely location of the leak was the port body.

Manufacturer narrative:
Devices were not returned as they remain in patients. Can not determine the cause of the event.